Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts noted that the shock impedance had been historically high and discussed troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the clinic plans to continue to monitor the patient remotely and there is no plan to perform a non-invasive programmed stimulation procedure at this time. This product remains in service. No adverse patient effects were reported.